Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 250 mg/dl and 420 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer reported that the drive support cap was appeared to be normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test, high pressure test and self test and all of it passed. The insulin pump will not be returned for analysis.